Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with metha profiler. It was reported that the screw of the handle loosened during surgery and fell into the patient. Further information received, that could be recovered without further measures. No additional x-rays were taken. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: in the incoming condition the complained device shows no serious damages or obvious restrictions in function. The investigation revealed that the cover screw was not tightened and could be loosened without any force. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. On the basis of the current information and the investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure. It could be possible, that the cemented cover screw was loosened by the customer for the cleaning procedure.this could be demonstrated on the basis of the visible wear marks on the screw slot. Therefore it could be possible that during the next application the not ensured and perhaps not correct tightened cover screw could loose and the other parts. Based on the investigations and results of the 8d report no CAPA is necessary.